Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will provided in a supplemental report.

Event description:
Customer states: prior to use, a nurse performed pre-use test and found that the cuff didn't inflate. Customer confirmed there was no pt involvement with this event.